Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. The surgeon reported that the suture did not feel like a normal suture and it kept breaking. There were no adverse patient consequences reported.